Event description:
It was reported the pt developed an infection in the neck where the device was placed. The pt was instructed to go to the emergency room to have a CT scan. The pt stated that fluid was drained from the neck and the infection resolved. Additional info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow up report will be sent to the FDA if additional info is received.